Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The ipp was replaced with a tactra penile prosthesis device. There were no patient complications reported.